Event description:
Sorin was notified that during a normal device change out, this lead would not pace with the new device. The physician attempted to reposition the lead, but they were unable to advance the stylet. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the mechanical inspection a stylet could be properly introduced and advanced within the lead's lumen as mentioned in the complaint description. Subsequent analysis revealed the presence of coagulated blood along the inner coil of the lead. These blood residuals were most likely introduced into the lumen of the lead by means of stylets used during the surgery. Further analysis of the lead showed deformations of both shock coils which occurred most likely due to tensile forces applied during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.